Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges tipping wheelchair back to position to get wound changes and the wheelchair flipped backwards.

Manufacturer narrative:
The alleged flip over could not be duplicated.

Event description:
Alleges tipping wheelchair back to position to get wound changes and the wheelchair flipped backwards.